Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01074.

Event description:
It was reported the patient developed an infection shortly after post implantation, which required a washout and antibiotic therapy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records and radiographs provided. Review of the available medical records identified the patient developed an infection and underwent a wound washout with antibiotic therapy. Patient visited the surgeon again as he development superficial infection that was leaking serous fluid. The culture came back positive. The patient had seropurulent discharge with surrounding erythema. Cultures determined that there was no deep infection. Review of radiographs identified no issues that could contribute to the reported event. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.